Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, noise causing oversensing and under pacing was observed on the right ventricular lead. The noise was noticed on an electrocardiogram. The noise was reproducible by arm movements and while the patient was sat still. A dramatic drop in impedance was observed but was stable again. The device was reprogrammed, which resolved most of the noise but not all. There is suspicion of insulation break. The patient was stable and would continue to be monitored.